Manufacturer narrative:
(B)(4). Indicator disk the sc60 device (a) was returned without a reload and the visual inspection showed the 3-stroke indicator disk was damaged. The device was tested for functionality with a test reload. The functional test demonstrated the device fired, cut and formed all staples as intended. Event described could not be confirmed as the device performed as intended. While no conclusion could be reached as to how the indicator disk became broken, please note that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications prior to shipment. The sc60 device (b) was returned without a reload and the visual inspection showed the 3-stroke indicator disk was damaged. The device was tested for functionality with a test reload. The functional test demonstrated the device fired, cut and formed all staples as intended. Event could not be confirmed as the device performed as intended. While no conclusion could be reached as to how the indicator disk became broken, please note that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications prior to shipment. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the device was used for laparoscopic segmental rectum resection. When the device loading was fired, the knife did not return to the home position after the third stroke of the second firing. The manual release lever was pulled up, but the knife did not return to the home position. When the firing trigger was fully grasped again and the manual release lever was pulled up several times, the knife returned to the home position and the jaw eventually opened. Then, the second device loading was fired, but the firing lever did not return to the home position. When the firing trigger was fully grasped again and the manual release lever was pulled up several times, the knife returned to the home position and the jaw became to be opened eventually. Another third device was used to complete the case. There were no adverse consequences to the patient. The acral parts of deployed staples were unformed.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.